Manufacturer narrative:
(B)(4). Concomitant medical product: unknown maxim bearing, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for evaluation as the product remains implanted. Reported event was confirmed by review of x-rays received. Device history record (DHR) was unable to be reviewed as lot numbers were not provided. The provided radiographs indicate that the patient may be revised due to disassociation of the femoral locking screw; however with the information provided, that cannot be determined. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03306. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent right knee arthroplasty. Subsequently, patient is being considered for a revision due to unknown reasons. X-ray review noted possible disassociation.